Event description:
It was reported that during a revision of the left ventricular lead, the right ventricular lead exhibited an elevated pacing threshold. The right ventricular lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.